Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
During a beta surgery using the nextra ch hammertoe system on (B)(6) 2021 the following was reported: the reamer on the middle phalanx collapsed, potentially as a result of too much bone being resected. The middle phalanx was essentially pinned through the proximal implant. No patient complications were reported.